Event description:
It was reported that during the procedure the guidewire damaged during its removal through the needle. A part of guidewire stayed in the right humeral vein of the patient. The user had to change the guide wire to complete the procedure.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexk0899 showed no other similar product complaint(s) from this lot number.